Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-25122. Follow-up revealed the patient's leads were explanted and replaced which resolved the issue.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-25122. It was reported the patient is not receiving effective stimulation. Additionally, it was noted the leads may be fractured. However, x-rays have not been taken to confirm lead fracture. In turn, the patient may undergo surgical intervention at a later date.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.